Event description:
User reported false postive result. Follow up testing not specified. Report 2 of 2.

Manufacturer narrative:
Report required by the FDA for eua. Eua (B)(4). Investigation not complete at time of report. Follow up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-00012, test 1 of 2). This is a retrospective report due to challenges implementing esg.

Manufacturer narrative:
Report required by the FDA for eua. (B)(4). In section b5, reporter inadvertently did not note that 2 false positives were reported by user. Relates to ((B)(4), test 1 of 2).

Event description:
User reported 2 false positive results. Follow up testing not specified. Report 2 of 2.

Manufacturer narrative:
Report required by the FDA for eua. (B)(4). Investigation not complete at time of report. Additional follow up report to follow completion of investigation. Relates to c4438 (3014862188-2021-00012, test 1 of 2). This is a retrospective report due to challenges implementing esg corrected data: initial report is cancelled due to an error in MFR number. Report will be submitted under the corrected report number (3014862188-2021-00013) (10 digit fei-based).

Event description:
User reported false positive result. Follow up testing not specified. Report 2 of 2.